Event description:
Information received indicates the bed wouldn't go into CPR or trend mode from the foot pedal.

Manufacturer narrative:
The technician replaced the CPR and trend links to repair the bed.